Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported via the national breast implant registry (B)(6) "capsular contracture- baker grade 3", " suspected/actual rupture/deflation; correction of asymmetry" and "change shape/size/style -ptosis" which is not device related. This record is for the right side. Device has been explanted.